Manufacturer narrative:
A ge service rep performed an on-site investigation and verified the correct dose rates with a radcal dosimeter. Readings were 8.7 r/min in fluoro, 17.8 r/min in high level fluoro. The switch buttons on the footswitch were removed and corrected, and the hand controller was replaced. The system was operating as intended.

Event description:
The customer reported that there was a physicist discrepancy with the dose rate on the 9800 system and the functions on the footswitch are reversed. The customer also reported a short in the hand control and the vertical column operates inconsistently. No pt injury was reported.